Event description:
It was reported that high capture threshold, low sensing and high impedance was observed. The patient was scheduled for follow-up. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.